Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
During upgrade to an ICD, this ra lead pulled back. The physician tried to reposition, but finally asked for a new lead. No adverse patient events reported.